Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2012 the pt's blood glucose rose from 106 mg/dl to 584 mg/dl during the day. He bolused to lower the elevated blood glucose levels with little success. The pt changed the infusion set and insulin cartridge, but his blood glucose levels remained elevated. The pt had positive ketones. The pt's mother thinks the infusion device delivers too low an amount of insulin. The pt has had to change the battery in the device three times in seven days. The pt switched to his backup infusion device and his blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint was verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current. Therefore, the battery had to be changed frequently. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.